Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. Customer received a sensor scan result of ¿lo¿ (reading < 2.2 mmol/l) and was a seen at a hospital where an hcp meter reading of 25 mmol/l was obtained. Customer was diagnosed with hyperglycemia and received unspecified treatment ¿to lower customer blood sugar levels¿. There was no report of death or permanent impairment associated with this event.